Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument had a broken wrist. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube where the proximal clevis meets the main tube. A piece measuring approximately 0.150¿ x 0.187¿ was not returned with the instrument. The components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. .